Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced two episodes of seizure due to low blood glucose. The first incident happened on (B)(6) 2020 at 5:20 am. Blood glucose was unknown at the time of the event but was at 181 mg/dl by 5:45 am. Customer treated at home with glucagon shot for both incidents. The second one was on (B)(6) 2020 at 6:10 am with blood glucose of 63 mg/dll and was at 240 mg/dl by 6:30. Customer was on manual mode at the time of the event but they were receiving sensor alerts. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr,unomed-inf set.